Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e1907 viral infection / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, the patient began experiencing cold-like symptoms and reported feeling unwell. Upon noticing that his continuous glucose monitor (cgm) was in a signal loss state, he performed a blood glucose (bg) check using his meter, which returned a reading of ¿high¿ mg/dl. At the time, the patient was using the betabionics ilet insulin pump. In response, the patient administered an insulin injection in accordance with his routine diabetes management protocol. Despite this intervention, his bg meter continued to read above 300 mg/dl. Concerned about persistent hyperglycemia, the patient sought evaluation at the emergency room. At the ER, the patient¿s bg meter reading was 436 mg/dl. The cgm was displaying a ¿brief sensor error¿. The patient subsequently removed the sensor. He was diagnosed with an unspecified viral syndrome and ¿brittle diabetes.¿ treatment in the ER included insulin administration, tylenol, and IV fluids. The patient was admitted for observation and care, remaining hospitalized for one day before being discharged the following afternoon. At the time of reporting, the patient indicated he was ¿doing okay and feeling better.¿ he had resumed use of both his dexcom cgm and insulin pump therapy. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - correction/additional information b5: describe event or problem - correction/additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 11/25/2025 data was further reviewed. It was reported that a signal loss occurred. Data investigation confirmed signal loss as signal loss over an hour. The probable cause was the patient closed the mobile app. No additional patient or event information is available.